Event description:
It was reported that the pt was not doing well at school as of (B)(6) 2011. X-rays were taken and several days later, the pt experienced withdrawal symptoms. A catheter occlusion had occurred and as a result, the catheter was revised on (B)(6) 2011, after which another occlusion occurred. The pt experienced withdrawal symptoms again on (B)(6) 2011. The medication being delivered via the device was lioresal. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).